Manufacturer narrative:
Section e: this event occurred at (B)(6) in nagoya, japan. Manufacturer's investigation conclusion: review of the submitted system controller event log file confirmed a pump stop associated with disconnection of the driveline (dl). The patient was admitted on (B)(6) 2021 after being found unconscious at home with the dl disconnected. Upon arrival at the hospital, the system was connected to battery power. It was later reported that the dl was disconnected as the patient attempted to perform a controller exchange. The patient regained consciousness without any complications. The submitted system controller event log file captured a dl disconnect event which resulted in a pump stop on (B)(6) 2021. The dl was reconnected; however, the system controller was disconnected from external power, and so the pump was unable to restart. External power was restored, and the pump restarted without issue. The pump was off for approximately 7 minutes. There were no other notable pump-related events captured, and the pump appeared to have operated as intended at the set speed before and after the dl disconnect event. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A. Is currently available. Section 1 lists all adverse events that may be associated with the use of heartmate 3 lvas. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. C. Is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report numbers: 2916596-2021-03801 and 2916596-2021-03978. It was reported that the patient was urgently transferred to the hospital on (B)(6) 2021 around 6:00 am due to unconsciousness. The patient's caregiver found them unresponsive at home with their driveline disconnected from the system controller. It was not clearly communicated what actions the caregiver took after finding the patient. The caregiver also reported that the patient's mobile power unit's (mpu) power cord was loose at the back of the unit. When the patient arrived at the hospital the system controller was connected to batteries and the system seemed to be working again. When the hospital staff checked the history through the system monitor, low voltage advisories, low voltage alarms, no external power alarms, and driveline disconnects were seen. It appeared that the patient had disconnected the driveline during the no external power alarm. It was thought that the patient may have been very upset. Review of the patient's log files showed that at 6:19:07 am the mpu lost ac power. The controller switched to the backup battery (bb) appropriately. The system was running as intended. At 6:25:39 am the driveline was disconnected from the controller. The pump was then off. At 6:31:45 am the driveline was reconnected to the controller, however the pump cannot restart solely on bb power. The pump remained off. At 6:32:11 am the controller was reconnected to normal mpu power (ac power had been restored). At 6:32:14 am the pump resumed normal operation. The pump was off for approximately 7 minutes. The patient stated that the no external power alarms had caused them to think that a controller exchange was required which was the reason why they had disconnected their driveline. The patient regained consciousness without any consequences.